Event description:
I never put it together until now. My menstrual cycle is heavier and more painful. I have continued bloating I always had a flat stomach not any more. My fingers and toes tingle and get numb. My knees ache to the point I can't bend at times. Low vitamin d, fatigue, depression.